Manufacturer narrative:
(B)(4) - evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states that the balloon broke during the trans abdominal preperitoneal procedure. Functional testing of the returned sample confirmed the product met quality release specifications. Part of the plastic housing of the reflux valve was cracked. The reported condition was confirmed. Replication of the cracked plastic housing of the reflux valve occurs from rough handling of the instrument during use. Damage to the reflux valve is a result in issues with inflation and deflation of the balloon. A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Procedure: transabdominal preperitoneal. According to the reporter during preparation the balloon was tested prior to use and was inflated. The balloon burst, with no patient involvement. No further information available.